Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the physician elected to move the patient¿s pocket more medially in order to prevent possible erosion; the pocket was originally positioned too laterally. There were no malfunctions reported against the pulse generator. The patient tolerated the procedure well and was discharged.